Event description:
It was reported by the customer that when using the bd pyxis¿ es server was slow. The customer stated that the reports were not printing and that the system loaded very slowly when medications needed to be pended. The customer stated that the issue impacted patient care and could have potentially caused a delay in dispensing medication for newly admitted patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was slow. A technical support specialist found that the job scheduler service was consuming nearly all of the server's central processing unit resources. The tss restarted the job scheduler service, after which central processing unit usage returned to normal. However, the root cause of the sudden spike in resource usage could not be identified. There were no indications that the issue would reoccur, the case was marked as completed. The system functioned as intended after the technical support specialist troubleshot the device.